Event description:
It was reported that the insulin pump alarmed unexpected restart and buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 191 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to test for a21 alarm due to no button response. The insulin pump has minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and missing end cap sticker.